Manufacturer narrative:
E1= (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with the dispensing unit resulting in the need to reboot the server to regain the connection. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the dispensing unit was not communicating with the server. A technical support specialist stopped the es servers and shut them down. The memory was increased to 16 gb using esxi. Afterward, the es all in one was powered up es aio (all in one), and communication was successfully confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with the dispensing unit resulting in the need to reboot the server to regain the connection. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.